Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while interrogating an implanted device the programmer displayed an error message. Recycling the power to the programmer did not clear the error. The clinic will contact a medtronic field person to come reinstall upgraded software which may have not installed completely previously. No patient complications have been reported as a result of this event.